Event description:
Caller reported that cartridge alarm 20 occurred. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer received a new mobi pump and planned to call back for setup assistance; no further action was needed.